Event description:
The doctor reported the implant was removed due to osseointegration failure around 5 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was good. No significant finding was reported during the implant removal surgery. The patient has since recovered.

Event description:
The doctor reported the implant was removed due to osseointegration failure around 5 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was good. No significant finding was reported during the implant removal surgery. The patient has since recovered.